Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a motion sensor test failure alarm on the insulin pump. Customer was in the middle of trying to rewind the pump for a new infusion set change when the alarm occurred. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer was unable to clear out the alarm. Customer will keep the old pump.